Manufacturer narrative:
Concomitant medical products: product ID: 040618, serial # unknown, product type: accessory; product ID: 3550-54, lot # unknown, product type: accessory; product ID: 97754, serial # (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2017. It was reported that the patient had her first post-operation appointment the day prior to the report. The implantable neurostimulator recharger was showing that the implantable neurostimulator battery was half full, but none of the coupling boxes were black. They had tried turning the implantable neurostimulator recharger antenna dial, but this did not do anything. The manufacturer representative got some of the coupling boxes to turn black, but still had trouble. It takes the patient a long time to find where the implant is. The manufacturer representative believed that the implant is possibly lower and deeper. The patient was instructed to go home and charge the implantable neurostimulator recharger. The patient did this and the implantable neurostimulator recharger battery is full. The patient reported that because the implant is so low on her hip, it is hard to wear the belt and reported that the clip on the belt is not very good. She tried sitting on the implantable neurostimulator recharger antenna the night prior to the report so that she didn¿t have to wear the belt, but after charging or 4 hours, the implantable neurostimulator recharger showed it was overheating. Repositioning the antenna over the implantable neurostimulator and turning the antenna dial through all 4 positions as well as performing an antenna locate did not resolve the issue, and a poor coupling screen remained. There were no coupling boxes that were black after troubleshooting. It was reviewed that the pocket may be too deep. The patient was redirected to her health care provider. Additional information was received from the health care provider regarding the patient. It was reported that the actions taken to resolve the poor coupling during recharger was to re-educate the patient on charging technique. The cause of the poor coupling was not determined, and the poor coupling during recharge had resolved at the time that the additional information was received. Additional information was received from the consumer on 2018-aug-21. The patient had complex regional pain syndrome (crps) so they used hd settings that required them to charge twice a day. Charging was difficult because they had arthritis and had to reach back to put the antenna over the implant. The only way they could charge was to lay on their side and recline on top of the antenna. If they had to move their legs because of leg cramping or something they would lose coupling bars and need to readjust the antenna again. It was reported that the patient had poor coupling since implant. The belt did not work, they had even tried to make their own belt, and the adhesive discs did not work because they fell off of the patient's skin. An hcp assessed the patient this month to see if getting a new model of the device would improve their situation and said that the implant was sitting too low. The patient had pain at the implant site. The patient would be getting a new device in (B)(6) 2018. The patient would be having an unrelated MRI. No further complications were reported.